Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Upon troubleshooting, it was discovered that the customer was not performing the proper fill procedure. The customer declined additional assistance and declined to provide additional information regarding this issue. There was no reported adverse impact to the customer's blood glucose level.